Manufacturer narrative:
(B)(4). Cartridge damaged. The analysis results found that the device was received in good visual condition and with a reload present. The reload was returned with cartridge deck damaged and with 47 drivers up. The damage to the cartridge deck is consistent with the device being clamped over a hard object. When this happens, the cartridge gets indented; therefore there is not enough space for the wedge sled pushing the driver to continue its run. The device was tested for functionality with a test reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? Yes. Was the sales rep present during the surgeon's first few cases to insure the instrument was used in accordance with the IFU? Yes. Was the rep present for this case? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd. What color (blue/gold/green) was selected on the selectable staple height selector before firing? Blue. If the device locked out, did it lock out on tissue or prior to use on tissue? On tissue.

Event description:
It was reported that during an open total gastrectomy, half of staples were deployed at the 2nd firing when the device was used for closing end of the attollens jejunum with roux-en-y. The staple height was blue. The device was fired properly at the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.